Event description:
It was reported by service report that one of the wheels had a broken plastic hub molding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel hub.